Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer had excessive no delivery alarms and history anomaly. The customer's blood glucose level had been as high as 511mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced due to history anomaly.

Manufacturer narrative:
No unexpected no delivery alarms or undelivered alarms were noted during testing. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a test mini link and glucose sensor simulator. The pump communicated properly with the glucose sensor simulator. The sensor feature worked properly. No bad sensor or lost sensor alarms were noted. Also, the pump communicated properly and recorded the 94 mg/dl value properly from the glucose meter. The pump was programed and monitored for three days with a 2.0 basal rate and several bolus deliveries were programmed and delivered. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files. The pump was downloaded and all boluses delivered were found at the care link report. No bolus anomaly or history anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. The pump passed the delivery accuracy test.